Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure due to stress urinary incontinence, large lateral fourth-degree cystocele and rectocele on (B)(6) 2009 concurrently with posterior repair and mesh was implanted. It was reported that the patient underwent vaginal hysterectomy, mccall culdoplasty, high anterior colporrhaphy and cystourethroscopy on (B)(6) 2010 due to grade 3 to 4 uterine descensus, grade 2 high anterior colporrhaphy and cystourethroscopy. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent anterior colporrhaphy, surgisis support of the anterior segment, modified mccall culdoplasty, align pubovaginal sling procedure and cystourethroscopy on (B)(6) 2013 due to grade 4 cystocele, genuine stress incontinence and grade 2 enterocele. It was reported that patient underwent robotic sacrocolpopexy with polypropylene mesh (restorelle), adhesiolysis, cystourethroscopy, periurethral injection of coaptite and removal of left paratubal cyst on (B)(6) 2014 due to grade 3 enterocele, grade 3 to 4 cystocele and mixed urinary incontinence. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.